Manufacturer narrative:
Additional information was received on march 7, 2024. The device, previously unknown, is a mentor smooth round high profile 630cc saline prosthesis, catalog #3503630, lot #7692838, serial #(B)(6). The implant date was obtained. The device was implanted on (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 7692838, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision and experienced postoperative right-sided capsular contracture (baker grade unspecified). The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device will be explanted on (B)(6) 2019.